Manufacturer narrative:
The device mentioned in this complaint has exceeded its useful life per the applicable IFU. However, the DHR files for this device are available and can be accessed upon specific request. The reported failure of display issue is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information that a trilogy 100 ventilator was returned to the manufacturer's service center evaluation. There was no patient involvement, and no harm or injury reported. On device evaluation, the ventilator's liquid crystal display (lcd) screen was found to be "shattered" and "not legible". The lcd screen requires replacement to address the issue. Additional findings not related to the malfunction/issue: missing and/or damaged enclosure components require replacement. There were no significant errors in the error log. Preventative maintenance was completed on the device. The manufacturer is submitting a final report at this time. If additional pertinent information becomes available to the manufacturer at a later date, a follow up report will be submitted.